Event description:
The customer reported that during a total gastrectomy, the device became stuck on tissue. The device was cut out of tissue to remove and another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/24/2009. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.